Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a foaming issue with the purewick urine collection system. The representative asked what the patient cleaning or disinfecting with, the patient stated vinegar. The representative advised they should follow recommended procedure in product information book. The patient did not have it so they asked for it to be emailed to their and sent it today the patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿miss out to put in the carton box¿. It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the patient had a foaming issue with the purewick urine collection system. The representative asked what the patient cleaning or disinfecting with, the patient stated vinegar. The representative advised they should follow recommended procedure in product information book . The patient did not have it so they asked for it to be emailed to their and sent it today the patient had been using this product for more than 90 days.